Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a fever. Due to concerns for bleeding, systemic heparin was turned off. The patient also experienced stroke like symptoms, specifically arm and leg weakness. An MRI identified approximately 10 microvascular events less than 1mm in size. Later, the patient was successfully weaned from the pump and survived.